Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to an outside hospital on (B)(6) 2023 with four implantable cardioverter-defibrillator (ICD) shocks in the setting of ventricular tachycardia (vt). Log file review showed routine events.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), and the reported ventricular tachycardia could not be conclusively determined through this investigation. The submitted log files appeared to capture the device operating as intended at the fixed speed. No notable events or alarms were captured. Multiple attempts for additional information were sent to the customer; however, no information has been provided at this time. The patient remains ongoing on heartmate 3 lvas. No further issues have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complications that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.